Event description:
The end user suffered a skin tear when he removed the adhesive bandage. He was later prescribed antibiotics.

Manufacturer narrative:
The end user reported that he suffered a pin prick and used the bandage to cover it. The following day, he tore his skin as he was removing the bandage. Three days later he sought medical attention and was diagnosed with an infection. Antibiotics were prescribed and he was given a tetanus shot. The wound subsequently healed. The actual sample was not returned. A sample from the same box was returned for evaluation. No defects were identified with the sample. The product met established specifications. It is not known if the end user had any skin integrity issues that may have played a role in the skin tear. We do not know if the original wound became infected or if it was the skin tear that became infected. We have not confirmed that the bandage caused or contributed to the need for medical intervention but in an abundance of caution, this medwatch is being filed.